Event description:
It was reported by the affiliate that the device is a loaner sample. It was tested because it did not work. The device had loose stud (it failed point 3 of ii step of procedure). No pt consequence.

Manufacturer narrative:
H3: evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.